Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet, triggering a pairing failed alert; the user was guided to toggle setting and re-enter the pairing code, and blood glucose was not affected, consistent with an intermittent communication failure involving the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between devices, consistent with intermittent communication failure associated with the electrical and magnetic system and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.